Manufacturer narrative:
Returned device was received in decent physical condition. The top case was cracked and chipped in the left front bottom corner and the tube holder was cracked. No evidence of reported problem in event log was found. During the evaluation of the device, that there was no fault found with the pump. In the event history log there was noted battery alarming depleted battery. The fault was found to be not charging the battery. It was additionally found in the event history log that the motor not running alarm was found. This was found to be caused by the main pc board was not seated on the extrusion grove. The sensor was not aligned. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.